Event description:
It was reported that the log file captured a no external power event on (B)(6) 2022 between 22:53 and 22:54 while using the mobile power unit (mpu). The backup battery was enabled during this event. The mpu reportedly had a v-lock connector on the ac power cord. It was not to be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days (12sep2022 ¿ 20sep2022 per timestamp). No external power alarms coincident with dual disconnections of the power cables were active on (B)(6) 2022 from 22:53:51 ¿ 22:54:06. The backup battery was able to provide power to the system during the alarms. The alarms cleared once the power cables were reconnected to the mpu. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on (B)(6) 2022 stated that the mobile power unit (mpu) has a v-lock connector, the mpu was not exchanged, and no product will be returning. It is unknown if the power cord became unplugged or if there were any environmental circumstances that may have caused the alarms. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.